Manufacturer narrative:
All information reasonably known as of 10-jul-2018 has been included in this health authority report. Should additional information be obtained, a follow-up health authority report will be provided. The information provided by halyard health represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to halyard health. Halyard health has no independent knowledge of the event reported but is relaying the information that was provided by the user facility where the incident occurred. This product incident is documented in the halyard health complaint database and identified as complaint (B)(4).

Event description:
It was reported that there was a loose connection between the flex connector and the double swivel elbow of the closed suction catheter. It was noted that the flex connector disconnected easily during the suction process. The user replaced the device with a new one with no impact to the patient.

Manufacturer narrative:
Halyard health received one used suction catheter and one used flex connector. No product packaging was received. The male insert of the dse (double swivel elbow) was examined. There is no visible damage to the manifold or to the male insert. The sample was evaluated and the reported failure was confirmed. The root cause was attributed a manufacturing related issue. All information reasonably known as of 16-aug-2018 has been included in this health authority report. Should additional information be obtained, a follow-up health authority report will be provided. The information provided by halyard health represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to halyard health. Halyard health has no independent knowledge of the event reported but is relaying the information that was provided by the user facility where the incident occurred. This product incident is documented in the halyard health complaint database and identified as complaint (B)(4).